Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they could replicate the reported issue. A replacement emitter was shipped to the site, however confirmation of replacement has not been provided.

Event description:
A medtronic representative reported that, while outside of a procedure, an internal temperature error was observed on the emitter of the navigation system. The representative reported that the issue occurred following a procedure and that the procedure lasted about one hour. The navigation system was restarted and the error cleared on the system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The interface box for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.